Event description:
End user alleges that while operating the motorized wheelchair on a sidewalk, the struck a bump and the unit came to a stop. End user reports she was not wearing a safety belt at the time of the alleged incident and fell out of the seat, fracturing her ankle and toe.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user states that she was not wearing the safety belt while operating the motorized wheelchair, as warned in the owner's manual.